Event description:
Medtronic received information regarding an imaging system being used for outside of procedure. It was reported that the gantry would not fully close or open. There was no patient present during the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000017, serial/lot #: (B)(6) rev. 8: h3) the manufacturer representative went to the site to test the imaging system. The rotor would not retain home position. Repeatedly caused dingus tabs to be misaligned and prevented door from opening. They replaced the rotor tractor drive. Rehomed rotor. Rotor maintained proper position after completing spins. System passed all testing. Codes: b01, c07, d02 the tractor drive was returned for analysis. Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Installed rotors motor assembly into test system. The door opened and closed successfully without issues. Acquired multiple 2d and 3d images, all successful. No fault found while under test. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.